Event description:
Procedure: lap appendectomy. According to the reporter: the surgeon performed the initial appendectomy. He noted there was edema on the cecum. The pt was re-admitted via the ER. The second procedure revealed a leak occurred due to the staple line not holding. The surgeon noted that there were hardly any staples remaining at the transection site. Pt experienced a leak at the cecum and was required to be re-admitted for a 10 day hospital stay. Second procedure was conducted to fix leak.